Event description:
It was reported that the patient experienced an event with 0 flow and low speed advisory at 0400, with a subsequent brief "code blue". Log files were sent for review. The event log file contained intermittent low flow hazard events between 10dec24-11dec24. Additionally various set speed charges were recorded. The pump appeared to be reacting to intermittent decrease in blood volume flowing through the pump (possible obstruction). There were no unusual pump faults associated seen in the log files. The patient then suffered cardiac arrest on (B)(6) 2024 and was emergently placed on extracorporeal membrane oxygenation (ECMO). It was noted that there were continuous low flows during this event. The patient was returned to the operating room. No additional information was provided.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5 narrative info. H6 health effect - impact code updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
An echocardiogram (echo) had shown that the patients right ventricular (rv) function had worsened, which may have contributed to the event. There were no recent pump parameter changes. They were transitioned to bivad support with rvad placement. Rv function recovered and the patient was doing well. Post-operatively the patient was stable.

Event description:
The cause of the low flows was determined to be the right ventricular failure. After right ventricular assist device (rvad) cannulation the low flows were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricular failure and cardiac arrest could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events as well as low speed advisory alarms. According to the account, the low flow events were caused by right ventricular failure. Further review of the log file confirmed that the reported low speed advisory alarms were associated with the fixed speed being manually set below the low-speed limit. The system controller event log file contained events from (B)(6) 2024 through (B)(6) 2024, per the timestamps. Multiple low flow hazard alarms were captured throughout the file, the majority of which were transient in nature. One of the low flow hazard alarms, beginning at 04:11:24 on (B)(6) 2024, lasted approximately 7 minutes and was associated with estimated flow decreasing to as low as 0 liters per minute (lpm). A recovery in flow was captured following this timeframe, ranging from 2.0-3.4 lpm for the remainder of the file. Shortly after this alarm began, the fixed speed was manually decreased below the low speed limit on two separate occasions, resulting in low speed advisory alarms, per design. These alarms resolved shortly after activating when the when the fixed speed was manually restored above the low speed limit. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard and low speed advisory alarms, as well as the appropriate actions associated with each condition. These sections state that an active low speed advisory alarm indicates that either the fixed speed has been set 200 revolutions per minute (rpm) below the low speed limit or the system controller is unable to maintain the speed at or above the low speed limit. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.